Manufacturer narrative:
Investigation of the customer issue included an evaluation by abbott field service of the device, review of the complaint text, search for similar complaints, and a review of labeling and supporting documentation relating to risk reduction was assessed. The abbott field service representative found a leak at the buffer transfer pump due to loose tubing. Buffer dripped onto the vacuum pump causing it to smoke. The issue was resolved by reconnecting the tubing to the buffer transfer pump and replacing the vacuum pump. A complaint review did not identify an adverse trend or product issue related to the customer's issue. The risk reduction assessment indicated that the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. This ensures that the overall residual risk is at a minimum level. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect i2000sr analyzer was not identified.

Event description:
The customer observed smoke coming from the back of the architect i2000sr analyzer. The customer contacted their building emergency/ maintenance personnel to ensure the instrument was not on fire and/or able to cause injury. There was no injury to the instrument operator or impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequence or impact to patient; (B)(4) smoking; (B)(4). Device evaluation is in process.